Event description:
On 04-mar-2026, an arthrex employee reported via (B)(4) that the ar-9625 hex driver tip stripped and snapped off during surgery. No patient was affected.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.